Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for the clip becoming caught on the chordae, resulting in entrapment of the device may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the clip caught on chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, or excessive force or range of rotation while manipulating the device. Based on the information reviewed, the reported clip caught on chordae appears to be related to procedural conditions and not a product quality deficiency. The patient effects of worsening mitral regurgitation and mitral valve injury/tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the clip becoming entrapped on the chordae, chordal injury and increased mitral valve regurgitation which required surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught on the chordae. The cds was pushed backwards, the clip was closed and opened, but the clip could not be removed; therefore, the clip was implanted on the chordae and the mr increased to 4 due to a ruptured medial chordae. The procedure was aborted and the patient underwent surgical mitral valve repair. No additional information was provided.